Manufacturer narrative:
The excor cannula extension set (lot 00156115) was in use on the patient from 2025-10-02 to the cannula was replaced on (B)(6) 2025. The event occurred on (B)(6) 2025, which is (3 days) after the extension set was placed on the patient. The affected cannula extension set was not returned to berlin heart for investigation, as the extension set in question was already discarded after replacement. Therefore, neither the failure nor the cause of the failure in question could be determined. We have reviewed the device history record (DHR) of the extension set lot no. 00156115. This product was produced according to our specifications. According to the production record, a total of 6 extension sets with this lot no. Were produced. All extension sets were distributed in the USA. There are no more complaints associated with this lot number except the current complaint.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on 2025-10-05 to report a cannula breach that had occurred on the patient being supported with excor pediatric ventricular assist device in bivad configuration. According to the site, the patient was sitting up in bed, coughed, and blood started coming out of the rvad outflow excor cannula extension set, a09-009 just above the titanium connector of the blood pump. The nurse pinched the cannula, the outflow cannula was clamped, and the extension set was changed. The patient remained hemodynamically stable throughout and continues at their neurological baseline. At the time of the report, the 9-9 extension in question had already been disposed of and no pictures were available.